Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records included images. The image review was documented in the medical records. Approximately four years post deployment, CT scan revealed that eight filter limbs have perforated the ivc wall and perforated the duodenum. Therefore, the investigation is confirmed for filter limb perforation of the ivc wall. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date:07/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, three years and four months of post deployment, a venogram was performed and found that an inferior vena cava filter was in an adequate position, and it was intact. After, twelve days, the patient complained of abdominal pain and back pain. Computed tomography of abdomen and pelvis was performed. There was an inferior vena cava filter present. Around, two years later, computed tomography of abdomen and pelvis with contrast was performed. It was found that an inferior vena cava filter was identified. The filter was noted to be positive for caval perforation. The superior extent of filter was at the l2-l3 disc space and the inferior extent was seen at the superior l4 vertebral body. A total of eight prongs have perforated the inferior vena cava and maximum distance of prong perforation was measured to be 11 mm. A 2-degree tilt of filter from right-to-left and 5-degree tilt from posterior-to-anterior side were observed. Around, three months and two weeks later, the patient had experienced abdominal pain and came for a follow up visit to evaluate questionable perforation of filter into the duodenum. Around, one month and one week later, an esophagogastroduodenoscopy was performed. The findings suggested of no dislocated filter into the duodenum. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4(expiry date:07/2015). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.